Manufacturer narrative:
Additional information received on (B)(6) 2018 indicating there was no patient involvement. Device evaluation summary: one cadd prizm pump was returned for analysis. Visual inspection of the pump showed that pump was in good condition. The pump was inspected and error code 10102 was found on display. Further investigation of the pump found that the rtc battery had a low voltage. A low voltage can cause device to have this issue. Based on the evidence, the complaint was confirmed. The root cause could not be identified.

Event description:
Information was received that the cadd prizm vip pump had error code 10102. No reported adverse effects.